Event description:
It was reported that during implant, the suture sleeve broke. The fractured sleeve was removed and the lead was placed.

Manufacturer narrative:
The lead remained implanted and only the suture sleeve was returned for evaluation. Lead remained implanted. Only the suture sleeve was returned for evaluation.